Event description:
It was reported that the patient with this pacemaker device presented to the hospital not feeling well. Upon evaluation, it was noted that the patient showed adequate escape rhythm, but no pacing was observed. The device was unable to be interrogated and a premature battery depletion concern was raised, so the physician made the decision to explant it and replace it. The new device showed normal function and no additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. External visual inspection of the device case and header did not reveal any abnormalities. Communication to the device could not be established. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Further testing confirmed a normal current drain. The battery was analyzed and while it was confirmed to be depleted, the root cause was unable to be determined. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the patient with this pacemaker device presented to the hospital not feeling well. Upon evaluation, it was noted that the patient showed adequate escape rhythm, but no pacing was observed. The device was unable to be interrogated, and a premature battery depletion concern was raised, so the physician made the decision to explant it and replace it. The new device showed normal function and no additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Follow up report 3 (correction): this report is being submitted to update field d4: unique identifier (UDI) #. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. External visual inspection of the device case and header did not reveal any abnormalities. Communication to the device could not be established. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Further testing confirmed a normal current drain. The battery was analyzed and while it was confirmed to be depleted, the root cause was unable to be determined. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the patient with this pacemaker device presented to the hospital not feeling well. Upon evaluation, it was noted that the patient showed adequate escape rhythm, but no pacing was observed. The device was unable to be interrogated, and a premature battery depletion concern was raised, so the physician made the decision to explant it and replace it. The new device showed normal function and no additional adverse patient effects were reported. The device was returned for analysis.